Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6a, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a3a, b3, h6.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted.